Event description:
Found during test. According to the reporter, the device will only stay on for seconds when powered on in battery. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up in battery, physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the reported incident was an electrically leaky filter designator fl4.